Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: during investigation, it was observed that there was visible moisture under the display lens. During testing, the pump powered on to a blank display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a display lens leak. An attempt to download the pump history and black box was unsuccessful during this investigation due to the pump being unable to maintain connection during download process. The pump was opened and there was evidence of internal moisture found on all the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.